Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3130 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was placed in the patient for 21 days, fluids were seen leaking from the extension tubing during infusion in hospital. No other information provided.